Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced intermittent continuous glucose monitor connectivity interruptions resulting in minimal data on the ilet report and frequent connection alarms, with the user employing a dexcom g7 and noting random signal loss across times and locations; the ilet was restarted and education was provided to keep the ilet on the same side as the cgm. Symptoms included no reported adverse physiological effects. Outcomes included no hospitalization and no medical intervention. Investigation included remote troubleshooting and user education regarding device positioning and connectivity practices. Investigation of this case revealed no reproducible malfunction, with connectivity issues consistent with intermittent signal loss between the cgm and the ilet without identified hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of device malfunction and potential user or environmental factors.